Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief at the distribution node (dn), damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.